Event description:
The customer called for help with her breeze2 meter. While troubleshooting, she performed control tests and received a result of 511 mg/dl. The normal control range was 89-121 mg/dl. No adverse events were alleged. The customer's remaining disc was returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab received an empty disc, so further testing was not possible.